Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2011. Asr xl (left) - see below for correction: reason(s) for revision: unknown. Update: corrected hip revised and added additional products, hospital and reason for revision received (B)(6) 2012. Hip(s) to be revised: right, reason(s) for revision: component loosening (querying). Update rec'd (B)(6) 2014 - product code/lot number for cup, additional hospital, marked as legal. Unable to attain component loosening details due to update being from (B)(6) and original dint being created almost 3 years ago. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision. Hip(s) to be revised: right. Reason(s) for revision: component loosening.